Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified that the event code was logged in the device's memory. After replacing the therapy pcb assembly and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently retuned to the customer for use.

Event description:
The customer contacted physio-control for service on their device for an unrelated issue. Upon initial evaluation, physio-control observed that the device had logged an event code, indicative of a failure of the device to charge for defibrillation energy, as a result, defibrillation therapy may not be available, if it were needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control for service on their device for an unrelated issue. Upon initial evaluation, physio-control observed that the device had logged an event code, indicative of a failure of the device to charge for defibrillation energy, as a result, defibrillation therapy may not be available, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Corrected information: , event date of the initial medwatch report indicates 09/07/2018 event date of the initial medwatch report should indicate 07/14/2017